Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-dec-2021 to 15- dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that login issue was due to it was not communicating with server. The field service engineer changed the duplex settings, reconnected matrix drawer, installed kit and reseated all connections in back to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es had freeze up and login issue as it was not communicating with server, and it was responding wrong pockets when returning a medication (ketorolac) even though it opened the right pocket on pulling the medication. Screws were missing from the system. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the malfunction occurred due to the operating system's configuration. A field service engineer configured the device to change duplex settings, reconnected the matrix drawer and installed the kit to resolve. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that 3 pyxis anesthesia es system devices had issues with users being unable to log in, and/or freezing during use. The customer did not state if patient care was affected in any way and did not provide any additional information. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.